Event description:
It was reported that during a sleeve gastrectomy procedure on a patient with bmi 72. The staple line bled profusely. This was along the length of the staple line and in some areas was spurting. The surgeon had to clip the entire length of the staple line to ensure a decent seal. Total blood loss was 200mls

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional followup: did the patient require a blood transfusion? No. How was the patient impacted due to the event? Extra nights stay, and drain in for longer. Was there an adverse event that occurred with the patient? No. On what tissue type was the device used? Gastric. At what location on the tissue? Length of staple line worse towards the fundus. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? All 5 firings. If echelon, during which stroke did the event occur? N/a. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? N/a. Was buttressing material utilized? Yes. If so, which product? Seam guard. Was the instrument fired across or near an existing staple line or clip? Yes, sleeve gastrectomy, so staple lines are repeatedly crossed. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The patient was very difficult with a bmi of 72. Despite this the surgeon was very alarmed by the amount of bleeding and indeed the spurting bleeding that occurred well after the staples had been fired. The entire length had to be clipped. There is a video that the surgeon that I will pass on when received. Was the patient taking any anticoagulants? No does the back table swish the device in between firings? What is their cleaning technique between firings if any? Yes, religiously. The centre is a very high usage bariatrics unit and have been using our products for years and are used to train others on our kit. Does the surgeon typically wait 15 seconds prior to firing the device? As above...he is meticulous about waiting 15 seconds. Field quality engineer reviewed the video of the procedure. His comments are as follows: based on experience and the video evidence, cannot speak for the excessive bleeding in the surgical site in general. However, I do believe the root cause of the bleeding experienced along the staple lines was due to a cartridge selection issue. In my opinion the combined thickness of stomach tissue and double buttressing was outside the specification range of a gold cartridge. I believe a better selection would have been a progressive combination of black to green, and then possibly to gold.